Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump got turned off when it fell. And has a crack on the battery compartment. The customer reported, no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. Customer reported, receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms, after inserting new batteries, restarting the pump and using a replacement battery cap. No harm requiring medical intervention was reported. Mmt-1780kpk was requested. And customer will discontinue to use the insulin pump. Customer response was, the device will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment, however, damage to the retainer ring was noted during testing and visual inspection. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert on 10/02/2024 at 00:48:00.000, 09/01/2024 at 11:51:00.000, and on 08/01/2024 at 06:59:00.000. The respective battery inserted times: 09/01/2024 at 13:07:12.000, 08/01/2024 at 10:08:41.000, and on 07/04/2024 at 09:31:10.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, cracked case, cracked end cap, scratched case, cracked keypad overlay, stained keypad overlay, missing display window/cover, broken reservoir tube lip, detached retainer, pillowing keypad overlay, label damage, cracked case-corner of belt clip rails, and cracked case (battery tube). Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Failed battery test was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found isolated to the battery tube. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.